Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, there were false pause episodes noted due to undersensing on the device. The device will be reprogrammed at the next follow-up appointment to resolve the event, and the patient was stable with no consequences.